Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft was fractured. The device was simply pulled out, without any intervention. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 58cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft was fractured. The device was simply pulled out, without any intervention. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.